Manufacturer narrative:
A revision has been scheduled for a later date to try and reposition the lead. No additional information is available and the lead remains implanted. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. No adverse patient effects were reported.